Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.

Event description:
It was reported that, while putting the tritanium cup in with a curved impactor, the impactor disassociated from the bolt. The bolt stays in cup by design. To remove the bolt out of the cup a straight screw driver or lug wrench should be used. Tried screwdriver first and then the wrench. The bolt got "cold welded" into the cup and could not be removed. Had to remove a well fixed cup and then tried to remove the bolt but could not do it. Had to ream up to next size larger cup and used the larger cup. Had to use a straight impactor through an mis approach when it is supposed to be done with the curved one.